Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2025-01761; 509-02-032, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient had pain and had loss of range of motion.